Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate stimulation with their drg system. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein two drg leads were implanted to address the issue. Therapy was restored post procedure. No products were explanted.

Manufacturer narrative:
A4 correction: the patient's weight was updated. E1 correction: the reporter's information was updated.